Event description:
I opened newpack of contacts, and poured new bottle of solution in new case; I took contacts from my eyes on monday night and placed in new solution. Put them in my eyes tuesday. Morning. By wednesday evening I could not see to drive and had severe pain. Went to emergency room, they referred me to a cornea specialist. My eyes were covered in ulcers, one eye worse then other. Diagnosed fungal infection.